Manufacturer narrative:
A review of the image result files showed that the unexpected negative reactions visually appeared to be positive. Customers were notified of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
On (B)(6) 2016, a customer reported obtaining unexpected negative reactions on echo (B)(4).